Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that an intraocular lens (iol) haptic was lying behind the iris outside the lens capsule in a patient, one year after cataract surgery. The lens was lying in the right position after the marks on the toric lens but one haptic had popped out from the lens capsule. The surgeon reported that she had seen the patient 1-2 days after the cataract surgery and then everything was normal. The patient had had no trauma to the eye in this period and her sight was good at the time of this report. Additional information was requested but not received.